Manufacturer narrative:
No blank display was noted. The pump had missing segments due to a cracked and bleeding lcd glass. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father reported via phone call that the insulin pump's screen was cracked. The father also stated there was a blank display. Customer's blood glucose was unknown. The father reported an ink splotch was present on the display. The father also could not recall how the crack occurred on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.